Event description:
It was reported that during a laparoscopic sigmoid procedure, after firing the anvil separated from the trocar when the stapler was being removed. There were no patient consequences. Case completed by going in and retrieving the anvil and stitching the colon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing.